Event description:
Hill-rom received a report from a hill-rom technician found a note stating the bed is broken. The bed was located at the account in room 4a. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the no sound when unlocking brakes the external alarm was broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the external alarm to resolve the issue. Based on the information, no further action is required.